Event description:
Customer reportedly obtained results of 130mg/dl and 78mg/dl on the compact plus system within 10 minutes. Customer took 2 glucose tablets in response to symptoms. No adverse event reported. The suspect product was not returned to the MFR.